Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. The awareness of this complaint was 75 days after the incident occurred. There is an insufficient amount of information directly related to the manta and the deployment procedure available. However, based on the information in the tavr operative report and the vascular repair operative notes submitted, the patient's condition was noted as having severely calcified "rock-like" vessels, and endovascular thrombosis. A tavr was reportedly executed with no difficulty and no bleeding. A large hematoma was noted during the unsuccessful deployment of manta. The patient had extensive bleeding and was administered 5 units of blood and vascular repair to achieve hemostasis. The IFU was reviewed and confirms to list: warnings not to use in patients with severe calcification of the access vessel and/or common femoral artery stenosis resulting in a vessel <5mm in diameter for the 14f manta or <6mm in diameter for the 18f manta, or >50% diameter femoral or iliac artery stenosis. The IFU lists precautions, if bleeding from the femoral access site persists after the use of the manta device, the physician should assess the situation. Based on the physician assessment of the amount of bleeding, use manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent, and/or surgical repair to obtain hemostasis. The safety and effectiveness of the manta device have not been established in special patient populations suspected of having intra-procedural complications at the femoral access site pre-sheath removal including bleeding or swelling around the large bore sheath that may indicate hematoma formation and/or pseudoaneurysm formation, and/or peri-procedural angiographic evidence of thrombus formation or significant injury in the aorta or iliac vessels associated with procedural large bore sheath placement and/or sub-optimal anticoagulation. Potential adverse events related to the deployment of vascular closure devices include other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention.

Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation. This complaint is being reported because the patient reportedly experienced serious injury during a procedure where a manta was used for closure of femoral access. The patient required surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. Use error has been identified as a possible contributing factor in this event. The manta instructions for use lists warnings that include: do not use in patients with severe calcification of the access vessel and/or common femoral artery stenosis resulting in a vessel <5mm in diameter for the 14f manta or <6mm in diameter for the 18f manta, or >50% diameter femoral or iliac artery stenosis. The manta instructions for use also provided precautions that includes: in the event that bleeding from the femoral access site persists after the use of the manta device, the physician should assess the situation. Based on the physician assessment of the amount of bleeding, use manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent, and/or surgical repair to obtain hemostasis. The manta instructions for use lists potential adverse events related to the deployment of vascular closure devices that have been identified including access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention.

Event description:
On (B)(6) 2020, a male patient whose height was reported as 5' 11" and weight of (B)(6) kg underwent a transcatheter aortic valve replacement (tavr) where manta 18f vascular closure device (manta) was used for left femoral artery closure. The patient's body mass index calculated as 30.7 kg/m2. The left formal arterial sheath used was reported as a 6f sheath. The vascular surgery note stated the patient had severely calcified, "rock-like" vessels, but was unable to ascertain the level of calcification from the medical record. There was no information from the medical record to indicate the device operator had any difficulty advancing or withdrawing any procedure sheaths. The heart valve was delivered using a 16f procedure sheath. There was no bleeding at the closure site reported noted before deployment of the manta. The tavr operative note stated "hemostasis was attempted with the biochemical closure manta device. The pigtail catheter was then re-directed to the abdominal aorta for the purposes of abdominal aortography and lower extremity runoff. There was extravasation from the vessel. Also noted on the study was thrombus formation in the vessel. Vascular repair was performed." The vascular repair operative report stated an angiogram was done through the pre-existing sheath up and over, and this "clearly showed that the patient had a completely occluded common femoral, profunda, superior femoral artery with no flow going down the leg." The cardiac surgeon had controlled the bleeding with closure of the common femoral artery puncture site. The patient reportedly required an open carotid endarterectomy and vascular repair with patch angioplasty. During the procedure, it was noted there was fresh thrombus present, which was "sucked out." An additional large amount of fresh clot was removed from the iliac and the aorta. "Excellent" flow was established. A large amount of "very fresh thrombus" was also removed from the common femoral artery. Hemostasis was "meticulously" achieved. The surgical site was closed, and a gentle pressure dressing applied. The patient reportedly tolerated the procedure well. The foot was warm and well perfused. The patient was transfused with 5 units of packed red blood cells. The patient was transferred to the intensive care unit where he was closely monitored in stable, but guarded condition.